Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called to report that they were hospitalized from (B)(6) 2015 to (B)(6) 2015 for high blood glucose levels and gastroparesis. Customer's blood glucose levels at the time of hospitalization was 600+ mg/dl. Customer stated that she was vomiting and could not stop. Customer also stated that she could not get any of her blood pressure medication down. Customer was wearing the pump at the time of hospitalization. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.